Manufacturer narrative:
(B)(6).

Event description:
The pt experienced a loss of therapeutic effect. He felt stimulation on the left side of his body, but not on the right side. The neurostimulator anchor site was tender. There was no known incident or accident related to the issue. The pt was seen in clinic. Impedances were 'bad.' A total device replacement was done approx 3 months after the initial complaint. Afterward, the pt had better stimulation. There was no more tenderness.